Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 40 cm type b thoracic aortic dissection. It was reported that subsequently the dissection progressed distally below the renal arteries resulting in retrograde false lumen perfusion behind the stent graft. The patient returned for repair of the dissection and false lumen perfusion. At the time of the secondary procedure the physician decided to explant the device and the patient expired. The physician stated that the dissection progression was due to previously undiagnosed marfan¿s syndrome, and was not related to the stent graft. The physician further stated that the death was due to the patient¿s ¿stone heart¿ which did not allow for resuscitation. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.